Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue was reported. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient stated that her device was alerting. The patient did not receive an out-of-range message instead she received a ¿sensor error wait for 3 hours¿, after which it asked to replaced sensor. The patient self-treated with an insulin bolus and her glucose reading kept on increasing. When she woke up, she noticed that the cgm reading was 6.5 mmol/l. The patient felt very sick, exhausted, nausea and stomach pain due to acid. Her daughter decided to call an ambulance. The ambulance took the patient to the hospital. When they arrived at the hospital the bg reading was 39 mmol/l and the cgm reading was 22 mmol/l (stopped to flat cgm 22 mmol/l). The nurse removed the insulin pump and the patient was treated with insulin and glucose through IV, patulin acid and zofran (anti-nausea medication). The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025 for 2 days. At the time of the report the patient was doing better. There was no data available for the event date of (B)(6) 2025. Performance data was reviewed for (B)(6) 2025. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.